Event description:
The plate cutter snapped off at the cutting mechanism while the surgeon was cutting a plate.

Manufacturer narrative:
The investigation result shows that the root cause of the failure was caused by an insufficient cleaning and maintenance, leading to pitting corrosion and stress crack corrosion, and finally to the breakage of the instrument. Indications for material or manufacturing related problems were not found in this investigation. Based on the statistical evaluation, no indication was found for any device related issue.